Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-00069. It was reported the patient's scs leads were explanted due ineffective stimulation (reference MFR. Reports: 1627487-2013-04398 & 1627487-2013-04399).